Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump was high riding, making device inflation difficult. The previous pump, implanted in 2019, was removed and replaced. There was no malfunction. No further complications were reported in relation to this event.